Event description:
Related manufacturer reference number: 2017865-2022-15677. It was reported that the patient presented for a scheduled procedure due to the right ventricular lead exhibiting high capture thresholds and slight dislodge. During the procedure, it was discovered that the lead had insulation damage. The lead was explanted and replaced and connected to the old implantable cardioverter defibrillator. A few tests were performed, and it was noted that the thresholds were unable to be seen. The device was disconnected, cleaned, and reconnected and still no thresholds were able to be seen. The device was explanted and replaced. The patient was in stable condition.